Event description:
This peritoneal dialysis (pd) patient reported they were admitted to the hospital due to peritonitis. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient had the pd catheter (not a fresenius product) removed due to an abscess on the catheter in the abdominal wall. This resulted in peritonitis. The patient was transitioned to in-center hemodialysis (hd) and discharged from the clinic. The dates of the patient¿s hospitalization, the culture results, or the antibiotic therapy the patient was administered were not available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).